Event description:
Generator product analysis was completed. The product analysis lab confirmed that the device was at normal ifi (intensified follow-up indicator)=no condition. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was confirmed in the product analysis lab. There were no performance of any other type of adverse events found with the pulse generator.

Event description:
The patient's generator was replaced. The explanted generator was received by product analysis. Product analysis has not been completed to date.

Event description:
Clinic notes received for the patient indicated that the patient experiences neck pain when the device is interrogated. Device battery was also noted to be low and the patient was referred for device replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.